Event description:
It was initially reported that the graft was not usable. No further information was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was manufactured on 11/28/2006 and was previously repaired (B)(6) 2015 for a non-related issue. Investigation revealed damage to the hose. Prior to repair, the device operated within motor speed specifications. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the hose and standard repair parts. The reported event was not reproduced during testing and there was no evidence found that could have potentially led to the reported event. There is no information regarding user technique during the graft removal; however, improper user technique can lead to undesirable graft results. The device was repaired and returned to the customer.